Manufacturer narrative:
The two blades subject to this investigation were not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined. The second blade associated with this MDR is as follows: part number: 2296003125, lot number: 11307037.

Event description:
It was reported that during an acl (anterior cruciate ligament) graft, two blades broke at the mount. It was also reported that there was no adverse consequences as a result of this event. It was further reported another blade was available and the procedure was completed successfully.